Event description:
It was reported to philips that the device is not detecting the power supply. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device is not detecting the power supply. There was no patient involvement. The field service engineer (fse) evaluated the device and found that the following parts should be replaced; ac power module, power pca, battery pca and software. Upon conclusion of the evaluation, it was determined that the ac power module, power pca, battery pca, and software. Requires replacement. They replaced. The device passed testing and was put back into service.